Event description:
A customer contacted beckman coulter, inc. (Bci) regarding erroneously elevated troponin (accu tni) results that were generated by the unicel dxi 8000 access immunoassay system for a single patient samples. Three samples from a patient were analyzed for accu tni: first sample gave a result of 0.07 ng/ml. A second sample was tested 3 times and results were: 3.199 ng/ml, 0.718 ng/ml and 0.589 ng/ml. A third sample was tested on a different instrument in the customer's lab and accu tni result was 1.274 ng/ml. This sample was then tested on the unicel dxi 8000 analyzer and a result of 0.813 ng/ml was obtained. The 2nd and the 3rd samples were placed into insert cups and analyzed in triplicate for accu tni on the unicel dxi 800 instrument, and results were: the 2nd sample results - 0.114 ng/ml, 0.093 ng/ml, and 0.110 ng/ml. The 3rd sample results - 0.090 ng/ml, 0.103 ng/ml, and 0.091 ng/ml. Erroneous results were not reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per customer, qc was within specifications before and after the event. The specimens were collected in bd, lithium heparin tubes and were centrifuged at 3, 000 rpm for 6 minutes. Per customer, the second sample was icteric. A field service engineer (fse) was not dispatched to the customer's lab as customer declined service. A clear root cause for this event has not been determined.a malfunction will be assumed for the purpose of this report.